Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Customer¿s blood glucose ranged from 47-71 mg/dl. Reportedly, customer bolused before his meal to cover the carbs but he did not end up eating his food and customer ate food once he notice he was low and addressed the issue. Reportedly, a new cartridge was filled and loaded successfully.